Event description:
It was reported to philips that the flexvision pc was not fully powered on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision monitor was not working. Upon functional testing, the fse identified that the flex vision pc was not fully powered on. The cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the flex vision pc by the fse resolved the reported issue and restored the functionality of the system. After replacement of the flex vision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.